Event description:
During a check-up in situ testing showed affected channels. Re-implantation will be considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During a check-up in situ testing showed affected channels. According to the user's parents the change in hearing performance with the device was a sudden change, however no trauma was reported. The user showed good benefit with the device before. The clinic wants to proceed with reimplantation, date for surgery is pending.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.